Event description:
During an inspection at boston scientific distribution center a gdc 10-ultrasoft stretch resistant coil synerg detection circuit was found inside the packaging box of an excelsior 1018 microcatheter (part number 144381 and lt number 6318294).